Event description:
Information was received from a patient implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that one physician attempted to put the implant in but the patient was moving too much and the physician could not give the patient more anesthesia so she was sent to another physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.